Event description:
It was reported that the customer experienced issues with damage to the usb port. There was no reported impact on the customer's blood glucose level. Caller declined further assistance or inquiry, and no additional information was received regarding the outcome of the event.